Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the nail, nail adapter and nail holding screw (nhs) to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Regarding jamming of the nail and instruments: the jamming of both instruments was caused by fretting marks. The heavily damages on the nhs hexagon head indicate that the surgeon tried to disassemble the nhs and nail adapter with strong forces. Fretting marks are a rare but known reaction. During screwing the nhs into the nail it is possible that the nhs get contact with the inner surface of the nail handle and friction occurs due to a not optimal axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that cold welding occurred, most likely due to an oblique insertion contributed by strong torsional forces. A process change was already performed in 2004 to prevent fretting regarding the nhs (surface coating was removed). No further actions were initiated. The returned nhs was manufactured post to the change. Anyway, the change does not prevent a user error due to oblique insertion. The issue is attributed to an improper handling by the user. No non-conformity identified.

Event description:
It is reported by the nurse that during a procedure they attached the nail adapter, the nail holding screw and the nail but the nail was turned to 180. This has been noticed after the nail was implanted. The surgeon tried to assemble all components to place the nail in the right position, but failed. The components jammed. Therefore, the nail has been implanted without the targeting device.

Event description:
It is reported by the nurse that during a procedure they attached the nail adapter, the nail holding screw and the nail but the nail was turned to 180. This has been noticed after the nail was implanted. The surgeon tried to assemble all components to place the nail in the right position, but failed. The components jammed. Therefore, the nail has been implanted without the targeting device.